Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2021, a sample was collected from the patient. The sample was then run on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative. The customer realized that they accidentally selected the adf without the rsv option, so repeated the same specimen on xpert. The repeat results which were also run on (B)(6) 2021 using the xpert xpress cov-2/flu/rsv plus resulted in sars-cov positive; flu a negative; flu b negative; rsv negative. On (B)(6) 2021, the same specimen was repeated using the xpert xpress cov-2/flu/rsv plus resulted in sars-cov negative; flu a negative; flu b negative; rsv negative. The customer reported all negative analytes officially to the physician. The positive sars-cov-2 result was verbally informed to the physician. This was a suicide risk patient that was transferred to another facility that required a sars-cov-2 test for admittance. Patient was asymptomatic. No known death or deterioration in state of health of the patient. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2021, a sample was collected from the patient. The sample was then run on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative. The customer realized that they accidentally selected the adf without the rsv option, so repeated the same specimen on xpert. The repeat results which were also run on (B)(6) 2021 using the xpert xpress cov-2/flu/rsv plus resulted in sars-cov positive; flu a negative; flu b negative; rsv negative. On (B)(6) 2021, the same specimen was repeated using the xpert xpress cov-2/flu/rsv plus resulted in sars-cov negative; flu a negative; flu b negative; rsv negative. The customer reported all negative analytes officially to the physician. The positive sars-cov-2 result was verbally informed to the physician. This was a suicide risk patient that was transferred to another facility that required a sars-cov-2 test for admittance. Patient was asymptomatic. No known death or deterioration in state of health of the patient. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm. The patient was asymptomatic at the time of testing. The likely root cause is sample with viral rna at or below the limit of detection. Examination of pcr raw data showed no evidence of product malfunction. There was no known harm to the patient who was asymptomatic and was tested for admission purposes. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.